Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h11.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump batteries are not charging. There was no patient involvement and no injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site mail), e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse found that the issue was intermittent. The fse found the fire optic sensor wire exposed. The fse replaced the 137 cable assembly, optical switch harness (0012-00-1816). The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0012-00-1816 optic sensor serial number n/a with a reported unit failure of sensor wire exposed. The failure analysis and testing dept. Performed a visual inspection and observed that a wire was exposed, pulled from the pin. The fat confirmed the complaint of the wire being exposed. Retaining the part in the fat dept. Per procedure number 0002-07-d008 rev. Au.